Manufacturer narrative:
A specific root cause could not be determined. Further clarification of the discrepancy is not possible with available methods and the current state of the art. The elecsys vitamin d assay is standardized to an lc-ms/ms method which in turn is directly traceable to nist via srm2972 calibrator solutions. For single measurements, in general ±40% differences and in special cases even bigger deviations between elecsys vitamin d and lc-ms/ms can to be expected. When applying a decision point of 30 ng/ml for deficiency/sufficiency, the sample is correctly classified as sufficient and the intended use of the assay is met despite the deviations seen. The higher recovery compared to lc-ms/ms and diasorin methods might be due to interference of other vitamin d metabolites.

Manufacturer narrative:
(B)(4).

Event description:
The account executive reported the customer had an ongoing issue of questionable high elecsys vitamin d assay results that did not compare to the results from a reference laboratory using diasorin icma. The customer stated the issue occurred from (B)(6) 2016 through (B)(6) 2017. The customer used cobas 8000 e 602 module serial number (B)(4). The customer had received complaints about elevated vitamin d results and a doctor suspected the accuracy of the results because he had never had any elevated results that were >120 ng/ml prior to this. Of the data provided for two patient samples, only the results for one sample were discrepant. The initial result with a dilution was >120.0 ng/ml. The result at the reference laboratory was 65.1 ng/ml . The initial result was reported outside the laboratory. Information concerning which result was believed to be correct was requested, but it was unknown. The patient was not adversely affected. The calibration and qc at the time of the event was acceptable. The customer does not think there is an instrument issue but rather that there is a method comparison issue. The field service representative inspected all hardware components to ensure equipment is fully functional and is within specification. No cause was found and the analyzer was operating to specifications. The customer ran calibration and qc with satisfactory results within specification.

Manufacturer narrative:
One patient sample was submitted for investigation and the result with a 1:10 dilution was 122.6 ng/ml which confirmed the customer's result.